Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/10/2018. Additional information was requested and the following was obtained: what is the lot number? Not available. Please clarify the qty of sutures that broke during this one procedure? Two sutures.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?; please clarify the qty of sutures that broke during this one procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture broke continuously. There were no adverse patient consequences.